Manufacturer narrative:
Additional information found in an internal image evaluation found that there appeared to be single leaflet detachment of the lateral device. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with objective evidence based on provided imaging and evaluation performed. Available information suggests procedural factors likely contributed to the event due to difficulties capturing both leaflets, inadequate visualization (suboptimal imaging), and release when leaflets are inadequately captured or when the implant was not well placed. The device history record review was completed. No non-conformances related to the complaint event were found. Based on extensive complaint investigations, the root cause for slda events is most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored, and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal device in mitral position where on post-operative day (pod) 1091 the mr increased from moderate to severe. The medial device is stable and attached at both leaflets. The lateral device is highly mobile but probably remains attached or semi attached in an oblique manner.